Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump displayed error code 41622 . There was no patient involved.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage noted on the device. Event log history was performed and indicated that "keypad locked", "system fault 41,622 occurred 1 0 0 3", and "power down" were recorded in history. During analysis, "error 41622" was duplicated during motor run test. It was noted that the cause of the reported problem was a broken optic switch from the bracket. Service will replace the optic switch and bracket to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.